Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the fx15 oxygenator had a small persistent leak at the arterial outlet connector. The tubing was cut, removed, and re-applied, but the leak continued. No patient involvement as this occurred during prime. Product was changed out. The surgery was completed successfully.